Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at a device check one week after implant, the left ventricular (lv) lead was unable to capture. The lv lead was reprogrammed and turned off. The lead remains in the patient. No patient complications have been reported as a result of this event.